Manufacturer narrative:
F10. Adverse event problem codes; medical device code; corrected information; initial MDR inadvertently omitted additional coding.

Event description:
Ap-lateral chest and neck x-rays were received and reviewed. The generator placement was determined to be in the upper left chest at rib three. Based on the images provided, the feedthrough wires were intact, and the connector pin appears to be fully inserted. The lead was visualized in the neck. A strain relief bend appears present; however, neither a strain relief loop nor tie-downs appear present. The lead was visualized to be routed behind the generator. The lead was assessed for fractures and discontinuities on the visible portions of the lead; however, none were noted.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any #34; defects¿ or #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that low impedance was observed for the patient; the patient recently had their generator replaced. After a week from the surgery, the patient experienced trauma to their chest. The patient followed up, was rebandaged, and no other issues were observed. Per the report, the patient was also able to feel the stimulation. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.